Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the patient went an unknown procedure on unknown date and suture was used. The suture broke during use. A different suture was used to complete the procedure. There were no adverse patient consequences reported.